Event description:
It was reported that on (B)(6) 2008 the patient underwent lumbar CT scan for numbness in the left leg. Results show post-surgical changes l5-s1 are present with left-sided pedicle screw at l5-s1 with a connecting bar. There is a disc plug. ¿I do not see a solid bone fusion at this level, although the hardware does appear to be intact. There is concern that there may be bulging disc or scar tissue in the left foramen causing foraminal narrowing. There is a small central disc protrusion without evidence of spinal stenosis at this level. There is mild degenerative disc disease causing spinal stenosis at l2-3 and l3-4. There is very mild degenerative disc disease l4-5 with borderline narrowing of the spinal canal. If not already done, a contrast enhanced MRI of the lumbar spine, particularly to try to evaluate for epidural fibrosis at l5-s1 may be useful. I do not know, however, whether the metal hardware will cause too much artifact and obscure visualization of this region. Incidental note is made of some sclerotic changes in the left iliac bone possibly due to osteitis. There is mild degenerative change of both sacroiliac joints¿. On (B)(6) 2008 portable lumbar spine conducted for localization film. ¿results show postoperative changes with stabilization bar and pedicular screws across the l5 and s1 level are seen. There is an l5-s1 disc spacer. There is a needle overlying the soft tissues of the back. The needle tip is the level of the l4-5 disc space. Needle tip is just posterior to the l4 spinous process. Clinical correlation is suggested¿. On (B)(6) 2008 nerve study- the ¿nerve study suggests that she has l2 root dysfunction, left, and perhaps l3 root, right, but no overt l5 root dysfunction¿. On (B)(6) 2009, bone density test- results show ¿patient has osteopenia and is at risk for developing osteoporosis¿. On (B)(6) 2009- fluoroscopy-intraoperative fluoroscopic assistance was provided. Fifteen seconds of fluoroscopic time was utilized. Two films are submitted. ¿there are cortical plates and screws seen overlying the sacral vertebra near midline¿. It was reported that on (B)(6) 2009 patient presented with lumbar pseudoarthrosis, a prior lumbar laminectomy and fusion with post laminectomy syndrome and lumbar radiculopathy. The patient underwent an anterior lumbar discectomy with application of intervertebral cage fixation, l5-sl using the medtronic perimeter peek system for interbody fusion. The patient had an anterior lumbar plate fixation using pyramid, l5-s1 and a posterior lumbar re-exploration, non-segmental hardware removal, l5-s1 with harvest of iliac crest bone marrow aspirate for fusion. Per the operative report, ¿patient has with intractable back and left lower extremity pain. The patient had a fusion attempted in 2007 by another surgeon which consisted of a unilateral tlif approach and allograft implant into the l5-s1 disk space. The patient has a clear nonunion on imaging studies. The patient subsequently had a decompressive surgery which helped transiently, but her symptoms have returned, and she finds them disabling. After discussion of options, risks and benefits of the proposed operation, the patient provided informed consent to proceed.¿ according to the operative notes, a small defect was noted in the dura and this controlled readily using avitene and the patient's own blood. Sequential trialing was used and selected a large footprint, 12-mm perimeter cage. The bmp had been allowed to mature with its collagen carrier sponge. After removing the trial, additional endplate preparation was performed allowing the bone dust to be present. Then the cage was packed with the bone marrow-saturated mastergraft matrix as well as the bmp. A perimeter cage measuring 12 medication and 12 degrees of lordosis was then impacted to a recessed and satisfactory position on fluoroscopy, visual and manual inspection. Then the anterior surface of the spine was prepared. A 37-mm pyramid four-hole plate was then selected and fixed to the spine using 25-mm screws. The plate was slightly eccentric to the right side but was satisfactory and solid bone purchase was achieved at all locations. Final ap and lateral fluoroscopic imaging was satisfactory. There were no complications reported. On (B)(6) 2009 cat scan lumbar spine conductive due to being postoperative. Results show postoperative changes l5-s1 level with anterior fusion. There is removal of the posterior hardware at the same level. What appears to represent prior vertebroplasty material now extends into the spinal canal region. Diffuse degenerative changes. On (B)(6) 2009 patient seen in ER for complaints of chest pain for two days. Patient has a noted history of copd, history of chronic back pain, and history of lumbar spine surgery. Per dictated notes, the plan and assessment for the patient was for the chest pain: mostly atypical, but because of risk factors the patient underwent stress test and nuclear test and the results are pending. If negative, other causes of the patient's chest pain are to be ruled out such as gastro esophageal reflux disease or costochondritis. The patient has been ambulatory and is less likely to have pulmonary embolism. In regards for the chronic back pain: the patient is to be continued on oxycodone. The patient is followed in the orthopedic clinic. The diagnosis after final testing was chest pain, myocardial infarction ruled out. On (B)(6) 2010 patient seen for follow-up with asthma and with complaints of back pain for 8 weeks. The patient also has complaints of fatigue-upon awakening, neck pain-back, muscular pain-(l) lower extremity, lower back, muscle weakness-left lower extremities, while walking, back pain-lower , aggravated by standing, aggravated by sitting, and aggravated by movement. According to the dictated notes, patient was diagnosed with lumbago - status: aggravated, displacement of cervical intervertebral disc without myelopathy - status: acute and unspecified asthma (general) - status: stable. On (B)(6) 20010- x-ray of the lumbar spine- results show ¿ results show status post-surgery, spinal fusion at l5/s1 with minimal osteoarthritis of the spine. There is moderate degree of narrowing of the l4/l5 and l5/s1 disc intraspace. On (B)(6) 2010 x-ray of the thoracic spine ¿ two views; results shows no evidence of fracture or dislocation. There is minimal osteoarthritis of the thoracic spine. There is an s-shaped scoliosis of the thoracolumbar spine with angle of scoliosis in the mid thoracic region measuring about 10 degrees. On (B)(6) 2010 seen for follow-up with complaints of radicular lower extremity pain. According to the dictated notes by the physician, the impression was a history of pseudoarthrosis revision with new right lower extremity pain. It was reported that on 5/5/2010 patient presented cervical spondylosis, cervical kyphosis, cervical stenosis and cervical radiculopathy. The patient underwent a microsurgical subtotal c3, c4, c5, and c6 vertebrectomies, for ossification of the anterior longitudinal ligament and dysphagia. Anterior cervical diskectomies were performed along with removal of osteophytes and decompression of spinal cord and nerve roots for spinal stenosis c3-4, c4-5, c5-6, c6-7 and an anterior cervical interbody fusion using structural allograft c3-4, c4-5, c5-6, and c6-7 with physician directed and interpreted fluoroscopy for cervical spinal surgery. Per the operative notes, ¿the patient has exuberant anterior ossification of her anterior longitudinal ligament, spondylitic disk spaces and stenosis with neural compression.¿ according to the notes there was extensive bone formation obscuring the c3-4, c4-5, c5-6, and c6-7 disk spaces. It was stated that the surgeon cautiously removed the anterior longitudinal ligament and longus colli muscles where the extensive bone formation was present. He then resected the osteophytes and localized the c6-7 disk space. He then worked cephalad and removed an extremely large bone mass from c4-5 and c5-6 identifying these disk levels. Then removed the final bone mass from c3-4 exposing that disk space. There were no complications reported. It was reported that on (B)(6) 2010 patient presented with cervical spondylosis, cervical stenosis, cervical kyphosis, and cervical ra diculopathy. The patient underwent a posterior cervical fusion using local spinal autograft, and demineralized bone matrix allograft c3-c4-c5-c6-c7 and a posterior cervical segmental fixation c3 to c7 using the synthes synapse polyaxial screw and rod system with physician directed and interpreted single view fluoroscopy for cervical spine operation. Per the operative report, ¿the patient is a (B)(6) female with ossification of her anterior longitudinal ligament, severe spondylosis, foraminal stenosis, radiculopathy, and neck pain.¿ there were no complications reported at the time of the surgery. On (B)(6) 2010- cervical spine x-ray conducted for post-op/fusion, pain. Results show no acute process seen. Postsurgical changes of fusion as described above. There is resolution of prevertebral soft tissues swelling seen previously. It was reported that on (B)(6) 2010 patient presented with deep posterior cervical wound infection, (B)(6) abscess. The patient underwent a posterior cervical re-exploration, management of complex deep cervical wound infection and drainage of abscess with removal of posterior segmental hardware c3-c7 bilateral. The patient would have a wound revision of multiple layers including muscle fascia, subcutaneous tissue and skin measuring greater than 7 cm. Per the operative report, ¿the is a patient who had an anterior and posterior cervical fusion approximately a week and a half ago. The patient returned only five days postoperatively with purulent drainage from the inferior aspect of her wound which cultured out has (B)(6). Upon probing the wound, it was apparent that the pocket of purulence drained down to the bone. Through the presence of hardware and the presence of (B)(6), open wound debridement and hardware removal was recommended.¿ there were no complications reported. On (B)(6) 2010- ap and lateral views conducted due to anterior fusion and history of infection. Results show a drain removal. There is some development of reversed lordosis suggesting strain/spasm. There is also resolution of prevertebral soft tissue swelling, though there is some air noted in the esophageal (B)(6) 2010- ap and lateral views of the cervical spine conducted due to follow up on fusion- results show no acute osseous findings suspected. There is maturation of fusion throughout the cervical spine from c3 through c7 when compared to prior study of (B)(6) 2010. On (B)(6) 2011- patient seen for follow up and reports to be feeling better. According to the dictated noted, the physician believes this to be a successful revision of pseudoarthrosis l5-s1 with new back pain and new left lower extremity radiculopathy, the physician cannot exclude herniated disc or other pathology cephalad to her fusion. In addition, there is cervical kyphosis with solid fusion and residual myelopathy, primarily affecting the left side. On (B)(6) 2011- patient seen for follow up with two days of complaints of recurrent upper back pain with left lower extremity radiculopathy. According to the dictated noted, the physician believes this to be recurrent left l5-s1 symptomatic, subarticular stenosis in the setting of a solid fusion l1-2 disc herniation as a separate and distinct anatomic finding in addition there is cervical kyphosis with solid fusion and residual myelopathy, primarily affecting the left side. On (B)(6) 2011- patient seen for follow up with complaints of has pain in her left leg, which is unimproved. This actually reminds her of the pain that she had before her first fusion. According to the dictated noted, the physician believes this to be recurrent left l5-s1 symptomatic, subarticular stenosis in the setting of a solid fusion l1-2 disc herniation as a separate and distinct anatomic finding in addition there is cervical kyphosis with solid fusion and residual myelopathy, primarily affecting the left side. It was reported that on (B)(6) 2011 patient presented with post lumbar fusion, lumbar disk disease, lumbar stenosis, lumbar radiculopathy, and lumbar spondylosis. The patient underwent a re-exploration left l1-2, l4-5, l5-s1 hemi laminectomy, decompression; decompression of spinal stenosis l4-5, l1-2. Per the operative report, the patient presented ¿previously had a pseudoarthrosis from a tlif procedure posteriorly performed by another surgeon. She subsequently had a revision anterior lumbar fusion and hardware removal and did fuse solidly at l5-s1. She now presents with recurrent left lower extremity pain, evidence of residual lateral recess stenosis at the operated segment as well as l1-2 spondylosis and disk disease.¿ per notes in summary it was reported that rhbmp-2/acs was used. There were no complications reported. On (B)(6) 2011- patient seen for follow-up post lumbar re-exploration of the left l5-s1 decompression, and left l1-2 decompression. Per dictated notes the physician does find that there is improved radiculopathy. Superficial wound infection l5-s1 incision, which was a re-exploration. The patient also has a history of a prior mrsa infection of her posterior cervical wound a couple of years ago. On (B)(6) 2011 patient was seen for follow-up with surgeon. It was reported that she was seen and examined in the office. The surgeon reviewed her care and treatment plan. The patient is status-post lumbar re-exploration of a left l5-s1 decompression and left l1-2 decompression performed on (B)(6) 2011. Surgery was undertaken for a current left leg pain which has now resolved. The patient had a posterior cervical decompression for myelopathy about 1 year ago which was complicated by an (B)(6) infection. This healed and her neck fused in kyphosis. The patient was seen last week with some cellulitis of her wound. Patient says she still feels that the back is tender, swollen and has some drainage. According to the dictated notes, physician believes this to be (B)(6) cellulitis. The patient has skin colonization with (B)(6) and has already had neck infection. This is a multiply operated lumbar wound. The patient is advised hospital admission today. She is advised intravenous antibiotics of vancomycin. Currently, I don't think she needs operative debridement we will have her be able to provide her with more daily wound care and hopefully act better penetration with the intravenous antibiotics which will solve the cellulitis. We will consider an infectious disease consult (B)(6) 2011 patient admitted to hospital with lumbar wound cellulitis, (B)(6), post lumbar laminectomy, prior lumbar fusion and cervical myelopathy, history of cervical fusion. Per dictated notes, patient was seen to have persistent cellulitis. Due to the nature of the organism growing, she is recommended for hospital admission for intravenous antibiotics. On (B)(6) 2012 patient seen for follow-up and with complaints of for about a month to 6 weeks she has had recurrent left leg pain. It is basically the same as it was before. It bothers her on a frequent and daily basis. She does feel it impairs her activity level. She denies right lower extremity complaint. According to the dictated notes the physician believes this to be recurrent left lower extremity radiculopathy. The patient may simply have a radiculopathy in the absence of persistent compression and in the setting of a fusion. It was reported that on (B)(6) 2013 patient presented with post lumbar fusion, lumbar stenosis, lumbar radiculopathy, and lumbar spondylosis. The patient underwent a re-exploration of left l4-5, l5-s1 transfacet transpedicular hemi laminectomy using foraminotomy with decompression of the l5-s1 nerve roots for severe spinal stenosis. Per the operative report, this is a ¿[patient] has previously had a minimally invasive unilateral tlif attempted with a failed fusion. She also previously underwent removal of hardware as well as a successful anterior lumbar interbody fusion to revise. However, she has developed severe stenosis in this previously operated segment and has intractable left lower extremity radiculopathy.¿ there were no complications reported. On (B)(6) 2013 patient admitted for (B)(6) it was reported per the dictated notes that ¿debridement was not necessary and the infection has responded to antibiotics. There was some induration (B)(6) present, but no drainage now for 72 hours. The wound is closed. The patient is fully ambulatory and has no new neurologic deficits. She is voiding. She is showering every day. The patient has a history of 2 prior (B)(6) infections which responded to antibiotics. Her blood cultures were negative. Her sedimentation rate was 14 her pain has improved.¿

Manufacturer narrative:
Concomitant products: pyramid plate instrumentation, perimeter cage, mastergraft matrix. (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.